Event description:
Customer reported device = 98 mg/dl. Customer was acting confused and disoriented. Customer's family member called emergency medical technician (emt) five minutes later. Emt device = 14 mg/dl. Emt's treated customer with glucose and transported them to the hospital. Customer is a non-diabetic and tracks blood glucose for monthly cancer injections. No controls were used. Device was not coded correctly. Strips are stored outside of vial loose which is not recommended. A request was made for return product and replacement product was sent.